Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the leak from the manual probe rinse block due to an air leak from the check valves associated with solenoids 16 and 17. The fse replaced the tubing resolving the leak and 60 psi errors. Failure mode of the leak was related to an air leak from the check valves associated with solenoids 16 and 17. However, the instrument generated low 60 psi errors alerting the customer to an instrument problem. Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 3 ml of clear fluid leaked from the manual probe rinse block of the coulter lh 500 hematology analyzer. The customer also reported 60 psi errors. The leak was not contained within the instrument the material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.